Manufacturer narrative:
H10. H3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as the lot number provided is not a valid lot number for this product, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. The returned device underwent a product evaluation. When fresh batteries were inserted the device functioned without issue. Device performance data showed that the device spent around 26% of its total functioning time in a leak state. When in this state the leak alarm lamp will be illuminated. It was reported that all lamps were illuminated. This would occur if the device entered an error state. The evaluation did not identify any evidence to suggest the device did enter this state. We have therefore not been able to confirm a relationship between the event and the device. It is possible that therapy was paused as the device entered a leak state. This occurs if a sufficient seal is not created. The investigation has been closed as ¿no device problem found¿. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the costumer has applied the pico on june 29 without any problem. When the consumer had to change the dressing on july 3rd, she tried to start the pump and it would not start: all the icons lighted and even though she tried to change battery but the pump did not work. A backup was available. No patient harm reported.